Event description:
The t:connect software used to download insulin pump settings does not download the t-slim pump settings accurately. This will lead a provider to potentially make inaccurate insulin prescriptions. The specific issue is that for a carbohydrate ratio less than 10 the decimal points are not displayed and are instead rounded to the nearest whole value. For pts uploading at home, leading to recommendations between visits, this puts the provider at significant risk for giving the wrong instructions and puts the pt at risk for potential insulin overdose. For an important minority of pts which include third trimester pregnant women, an example would be a carbohydrate ratio of 2.4. This displays as 2. The provider wants to make a 10% change in the dose and tells the pt to change to 1.8 instead of 2.2. We depend on the pt being particularly savvy to catch this mistake. That is an unsafe assumption. To my knowledge the company has not made this public even though they have been aware of it for some time. (B)(4).